Event description:
The facility representative reported an infuso.r. Pump with a condition of "not working at all." This condition occurred upon power up in the "or" department. This condition had the potential to interrupt delivery. There was a patient involved but there was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an infuso.r. Pump with a malfunction of "not working at all" was confirmed and reproduced during product evaluation. The assignable cause was determined to be a faulty micro-processor unit printed circuit board. The micro-processor unit printed circuit board was replaced in order to correct the reported condition.